Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd effluent culture yielded growth of staphylococcus epidermis which is a known bacterium found on skin. Therefore, the patient¿s peritonitis can be reasonably attributed to touch contamination during pd treatment, as reported by the nurse.

Event description:
It was reported that a peritoneal dialysis (pd) patient has developed peritonitis during a call to customer support to order more manual pd solution for the patient¿s intra-peritoneal (ip) antibiotics. Per the peritoneal dialysis nurse (pdrn), the patient did not experience issues with any fresenius products, or any fluid leaks, in relation to the peritonitis event. The nurse indicated the patient¿s peritonitis was related to touch contamination during pd treatment. During follow-up, the pd nurse stated the patient was experiencing abdominal pain and cloudy effluent. As a result, a pd effluent culture was obtained (on (B)(6) 2019) in the outpatient pd clinic which yielded growth of staphylococcus epidermis and a white blood cell (wbc) count of 408. The patient was treated with ceftazidime 2 grams and vancomycin 2 grams intra-peritoneal (ip) on an outpatient basis. The patient is reportedly is completing pd treatments on the cycler without any further issues.